Manufacturer narrative:
(B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the nurse thought the peg tube was missing, and only the intestinal tube remained attached. The patient was sent to the hospital, where stoma inflammation was discovered. Nothing was found to be defective with either the peg or j tubes. On an unknown date, the peg-j tubing was removed due to the stoma inflammation. The stoma site inflammation was treated with an unknown oral antibiotic. The patient will remain hospitalized until new peg-j tubing can be placed.